Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transecting the appendix in a laparoscopic appendectomy procedure, the reload was placed through the trocar, but was unable to open the 30 mm reload and it was unable to fire. It was noted the surgeon was unable to press the green button and squeeze the handle. The reload was changed and place a 45 mm reload and it was able to fire without incident. However, upon trying to open the jaws of the reload with the black knobs, the surgeon was unable to move the knobs. After several attempts the surgeon was able to successfully open the jaws using the knobs and completed the staple line. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.